Event description:
It was reported that the patient underwent revision surgery due to periprosthetic femur fracture. The stem, metasul inlay and head were removed.

Manufacturer narrative:
Concomitant medical products: item: metasul head 28mm "s" 12/14 catalog #: 192805 lot #: a792299, item: metasul cls spotorno, insert, 54/28 catalog #: 60.13.28-54 lot #: a835228, item: cls spotorno, expansion shell, uncemented 54 catalog #: 945419 lot #: a803256. Investigation results were made available. A revision surgery due to periprosthetic femur fracture was performed. During this surgery the change of the cls metasul inlay with a new durasul inlay could not be performed as the latter did not fit in the cls shell. The cls shell was also explanted. This event (non fitting inlay) is treated in case (B)(4). The case at hand treats the revision surgery due to periprosthetic femur fracture. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information (i.e. X-rays and surgical report) was requested at complainant the latest one on (B)(6) 2017 but was not available. DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: periprosthetic femur fracture. Event description: according to the sales representative the cls stem, metasul head and cls metasul insert were revised due to a periprosthetic femur fracture. - event summary considering the two separate events, revision surgery due to a periprosthetic femur fracture and the not fitting of the durasul insert in the shell, two complaints were initiated and registered as (B)(4), respectively. Both complaints are investigated in (B)(4). - information from the sales representative an email received on 24.10.2017 from the sales representative informs that: ¿there was a periprosthetic femur fracture and with a stem revision the insert is always revised if the shell is fixed¿. - examination of the manufacturing documents the manufacturing documents were inspected and the information about the production and the expiration date of the retrievals. Based on this it can be assumed that the implantation of the components was between july 1997 and april 2002. This would result in an approximate time in vivo between 15 and 20 years. Production and expiration date of the components: device name cls stem , production date april 1997 , expiration date: april 2002. Metasul head , may 1997 , may 2002. Cls metasul insert , june 1997 , june 2002. Cls shell , july 1997 , july 2002. Devices analysis: all explants have been returned to zimmer (B)(4). Visual examination: - stem revision damage in the form of coarse scratches and nicks can be observed on the stem¿s anchoring surface, neck surface and taper surface. There are bone attachments visible on the anchoring surface of the stem. The lateral area of the taper is covered by a dark grey oxide film. Distal to the taper there are some dark grey deposits probably consisting of corrosion products and/or organic substances. On the medial side of the neck, close to the extraction hole, there is a notch visible, approximately 4 x 2 mm in size. - metasul head: on the articulation surface of the metasul head there are numerous fine scratches and some coarse scratches visible. On one side of the head several spots and lines can be observed. These could either be ascribed to cell-induced corrosion or electrosurgery induced damage. The articulation surface was investigated under the microscope at 200-times magnification with differential interference contrast (dic). In the loaded area fine scratches can be recognized and the carbides, which protruded slightly in the original surface state, are leveled. In various regions of the loaded area, smeared material and slight indentations with parallel scratches could be observed. In the unloaded area the original surface state with slightly protruding carbides is still visible. On the head taper signs of fretting corrosion could be found. The reason for this phenomenon remains unknown. - cls metasul insert: the polyethylene liner of the cls metasul insert is slightly yellow discolored. On the articulation side of the insert, the polyethylene rim shows damage in the form of coarse scratches, possibly from revision surgery. On the rim of the metasul inlay one area with smeared material can be observed by naked eye. The metasul inlay was investigated with a low power microscope and a second area with smeared material was observed just below the rim, on the spherical calotte. In position 1 there is an approximately 12 mm, slightly matt dense smear covering approximately half of the inlay¿s rim width. In position 2 a less dense smearing, approximately 13 mm in length is observed. On the inlay¿s rim several spots can be observed by naked eye. These could either be ascribed to cell-induced corrosion or electrosurgery induced damage. On the anchoring side of the insert the contour of the shell got indented in the polyethylene. With the exception of few small areas where backside changes can be observed, the anchoring side of the insert still shows machining marks. The thread is slightly deformed and sheared off in some areas. - cls shell: at least three of the cls shell¿s segments are bent, probably as a result of removing the shell during revision surgery. Fine and coarse scratches can be observed on the anchoring side as well as on the inner side of the shell. These can probably be attributed to the revision surgery as well. On the inner side of the shell, some areas of the thread are damaged. On the anchoring side of the shell bone attachments are noticeable. - functional tests of the retrievals: when mounting the metasul head on the stem and articulating the head in the metasul inlay, the notch on the stem can be matched with the smearing located on the inlay¿s rim. This indicates an impingement between the stem and insert¿s rim. The impingement situation could trigger the head to articulate in a subluxated position in the inlay. Conclusion summary: - according to the sales representative the cls stem, metasul head and cls metasul insert were revised due to a periprosthetic femur fracture. The exact date of implantation of the revised components is unknown but according to the manufacturing documents an implantation between july 1997 and april 2002 can be estimated. This would result in an approximate time in vivo between 15 and 20 years. - the notch on the neck of the stem and the smearing on the rim of the metasul inlay indicate an impingement between these parts. The repetitive contact between these parts led to the notch on the stem and smearing on the inlay. As the x-ray follow-up is not at hand it is unknown if the position of the implants or the patient¿s range of motion could have led to this situation. - the smeared material seen on the metasul inlay, just below the rim on the spherical calotte, and the smeared material and slight indentations with parallel scratches observed on the articulation surface of the head point to a subluxation situation. It is possible that the latter occurred due to the impingement. - without further clinical information, based only on the retrieval investigation it remains unknown why it came to the periprosthetic femur fracture leading to the revision surgery. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a n unknown hip stem on an unknown side on an unknown date and the patient underwent revision surgery on (B)(6) 2017 due to periprosthetic femur fracture.